Event description:
This case was reported by a female consumer and described the occurrence of swallowing bristles when she used aquafresh gel-flex toothbrush. A physician or other health care professional has not verified this report. On an unknown date, the patient began using aquafresh gel-flex toothbrush (dental). On either the (B)(6) 2009, after using the first toothbrush, the bristles of the toothbrush fell out and the patient swallowed them. The bristles of the second toothbrush also fell out. Subsequently, the patient tried eating various foods and drinks to "shift" the bristles, but believed they got stuck in her intestines. The patient also experienced a pain on her right side. After three months, the pain still remained and a hydrotherapist stated the pain may be related to the bristles. The patient also reported electric shock sensations going up to her breast as well as a pinching sensation. The patient also had difficulty sleeping on her right side. An ultrasound scan showed fluid on the right side. This case was assessed as medically serious by gsk. Due to possibility of an ovarian problem, an internal scan was performed and was found to be normal with no inflammation. Subsequently, the patient saw another specialist and the patient was treated with epsom salts to drink. The patient reported that the bristles were flushed out as a result. A colonoscopy was also normal. At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
Aquafresh gel-flex toothbrush is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).